Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this 27mm mitral pericardial valve, which was implanted to the tricuspid position approximately seven (7) years and three (3) months, was explanted due to tricuspid stenosis. This device was originally implanted for tricuspid valve replacement to correct tricuspid regurgitation. This device was explanted and replaced with a 25mm valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿. The device was discarded at the hospital. Upon the valve explant, the fused leaflets were observed. Multiple cardiac surgical procedure: aortic valve replacement with a 16 mm valve and mitral valve replacement with a 25 mm valve at explant.